Event description:
A us distributor reported that a monitor displayed a service code 206.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 206) has been confirmed. Upon investigation the monitor displayed a service code 206. The cause for the resets was isolated to a shorted u1003 pld processor on the computer/analog board. The root cause for the shorted u1003 pld processor could not be positively identified. No adverse event resulted from the damaged monitor.